Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lar, upon the second fire, the device stopped firing at the cross point and could not be fired further. Replaced by new sulu, the surgeon fired again but it stopped several times in the middle. Last patient's status: good. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.